Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia. Procept biorobotics, inc. (Procept) became aware that during procedural setup, the aquabeam scope image was blurry and would not focus. A second aquabeam scope was used to complete aquablation therapy. The reported event resulted in a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam scope was not returned for investigation of the reported event. The aquabeam robotic system user manual, um0104-00 rev. G, states the following: verify the aquabeam scope visualization by viewing the image through the camera source port (the eyepiece). If any defect in the image is observed, check the cleanliness of the optical surfaces (distal and proximal lenses). The lens should appear smooth and shiny. Poor cleanliness of exterior surfaces can cause a foggy or cloudy image. Note: obtain a new aquabeam scope if proper visualization cannot be verified. The reported failure has been investigated under a similar complaint and confirmed. The scope was unable to provide a clear image leading to poor visualization which is a known issue due to wear/tear and repetitive sterilization. The root cause of the reported failure is design. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.